Manufacturer narrative:
One (1) imp,tsv,4.7,10,mtx,mg (tsvtwb10) was returned for investigation. Visual evaluation of the as returned product identified no damage or signs of malfunction that would contribute to the events. Measurements match drawing.cal3845 (due: sep 12, 2022). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type IV), poor bone quality. The reported devices was used for approximately 8 years 4 months. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, (B)(4) rev 9 - 10/19. Information identified: contraindications, warnings, precautions and breakage. Per the applicable IFU, under section warnings, it is stated that improper techniques can cause bone loss, patient injury, pain and implant failure. DHR review: DHR review was completed for the subject lot numbers (62348022). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot numbers (62348022) for similar events and one (1) other complaint was identified, (B)(4). Review completed utilizing keywords: peri-implantitis, sinus perforation. Post market trending review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported events (peri-implantitis, sinus perforation) or product (tsvtwb10). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, devices malfunction did not occur and the reported events were non-verifiable. Sections updated: b4: date of this report. G3: date investigation results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated. H6: adverse event problem codes. H10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Additional 510(k) number is k101880.

Event description:
It as reported that the implant was removed due to peri-implantitis and sinus perforation with severe bone loss, an abscess, pain and inflammation. Tooth #15